Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue occurred at 11:05pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of ">600, 236, 275 and 582mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged inaccurate blood glucose readings they adjusted their insulin dosage at 11:36pm the same evening. The patient took 15 units of humalog and 96 units of levemir. It is not known in what time frame this medication was taken or how this compares to their normal dosage. The patient stated that 30 minutes after this they experienced "exhaustion" and were "sleeping". No further treatment was received at this stage. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.